Event description:
It was reported that a patient underwent an umbilical hernia repair (B)(6) 2012 and mesh eas used. Approximately 2 months post operative, the patient complained of tumefaction and pain. It was stated that the patient rejected the mesh and a recurrent hernia occurred. A reoperation was done on (B)(6) 2012 and the patient is now doing fine.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: the actual device involved in this event was returned for evaluation. The device was visually evaluated. The returned device appears to be parts of the degradable polydioxanone support ring which is expected to degrade and ultimately disappear over time. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.